Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber tip exhibits heavy damage at the distal end, and microscopic inspection of the fiber tip indicated that it was fractured. Visual inspection of the fiber body was performed, and there were no signs of breakage of the fiber. The fiber connector did not exhibit any damage or burn marks. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
A fiber was returned for investigation. Analysis of the returned fiber revealed that the tip was fractured at the distal end.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email,g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first name, and MFR contact last name,e1 initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/postal code, initial reporter phone, health professional. Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber tip exhibits heavy damage at the distal end, and microscopic inspection of the fiber tip indicated that it was fractured. Visual inspection of the fiber body was performed, and there were no signs of breakage of the fiber. The fiber connector did not exhibit any damage or burn marks. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
A fiber was returned for investigation. Analysis of the returned fiber revealed that the tip was fractured at the distal end.